Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance with vns diagnostics testing. The vns was disabled. X-rays of the vns did not identify any lead anomalies per the reporter. No patient trauma or device manipulation has occurred. No patient adverse events have been reported. Vns revision surgery is not planned at this time. The patient will be observed clinically with the vns disabled for now.